Event description:
It was reported that during a gastroplasty procedure, on the fifth firing, the device had problems in stapling and did not section the tissue. Another device was pulled and the same thing occurred. It was necessary to perform the sectioning through the use of a shear and suture. It is unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
Instrument b: exp date: 05/2013; results: other - firing mechanism. Evaluation summary: the analysis results found that the 6tb45 device was returned in good visual condition and with no reload present on the device. However, 5 reloads were received inside the bag, partially fired and with no damage to the lockout. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis result found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fall, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.